Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had low blood glucose level. The blood glucose level was 44 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. It was unknown that auto mode feature was active at the time of incident. Customer stated they received a calibration not accepted alert. Sensor was securely taped to skin and had no abnormalities. Customer was unable to run test on transmitter. The insulin pump will not be returned for analysis.